Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported left side rupture discovered during explant surgery. Device has been explanted and replaced.

Manufacturer narrative:
Initial reporter-zip code: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture discovered during explant surgery. Device has been replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d4, d9, h3, h4, h6 continued date of birth (a.2): 1982 (year only provided).

Event description:
Healthcare professional reported left side rupture discovered during explant surgery. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: h3 h6 based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed opening in the posterior side assessed as unidentified (tear) opening (shell thickness was within specification). Additional observations: ¿ red particles observed in the surface of the shell.

Event description:
Healthcare professional reported left side rupture discovered during explant surgery. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4.

Event description:
Healthcare professional reported left side rupture discovered during explant surgery. Device has been replaced.